Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient 's device was explanted due to infection. Further information was requested but not received.